Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt. The surgeon was able to remove the device and complete the procedure without any pt injury.